Manufacturer narrative:
Correction - the catalog, unique identifier, and serial numbers were updated in section d4 based on the returned product.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels up to 786 mg/dl, which led to hospitalization. The patient was hospitalized for one week in (B)(6) 2022 (exact dates unknown) and received as treatment lantus at night and apidra during daytime. The patient does not trust the pump any longer and meanwhile uses insulin pens. At the time of the report, the patient´s condition was fine.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.